Event description:
It was reported that during a robotic nephrectomy procedure, the surgeon reported that he fired the stapler three times and didn't get a good seal. There were bleeding issues. The patient died. Device was discarded. In a subsequent conversation with the surgeon, the following information was obtained: surgeon was fellowship trained for robotic nephrectomy. He has completed over 100 nephrectomies with the robot. This lady was very sick and on dialysis and found to have a renal mass. A biopsy was completed and it was found to be renal cell cancer. Patient was taken to the operating room for a nephrectomy. Procedure started out fairly routine with very minimal blood loss (about 20 cc). Renal artery and vein were dissected and taken separately with a powered echelon device and green reload. Experienced (B)(4) resident fired device. Surgeon mentioned that he was unhappy with white reload and had heard that one of his peers was using the green reload for his nephrectomies. Surgeon noted that hemostasis on the artery and vein was initial unacceptable. Surgeon used robotic arm to apply pressure on the renal artery and vein. Vein continued to bleed through the stapled stump. Staples were appropriately b formed, but bleeding continued through the staple line, but eventually stopped intra-operatively. Surgeon completed the procedure and looked back at the renal artery and vein and was happy with hemostasis. Immediately post op hemoglobin level was stable. Patient coded overnight and hemoglobin fell to 4. Patient received a CT which showed pooling of blood in retroperitoneum and a hematoma around the renal vessels. Patient expired prior to additional surgical intervention. Surgeon is suspicious that the staple line may have failed. Family does not want autopsy.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.